Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact/applied force, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. In addition the recipient suffered of otitis media with effusion in (B)(6) 2017. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. This is a final report.

Event description:
The recipient had no longer access to sound with the device after otitis media with effusion in (B)(6) 2017. Before this episode the user was benefitting from the device. As per further information received, the user has been re-implanted. Additionally a device malfunction has been alleged.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient no longer had access to sound with the device after otitis media with effusion in in summer/ fall of 2017. As per further information received, the user has been re-implanted.